Event description:
It was reported to boston scientific that a pt had a successful stent assisted coiling treatment for a wide neck middle cerebral artery (mca) aneurysm. Eight hours later, the pt's condition deteriorated, and the pt expired. The physician reported "the cause of death is due to intra cerebral bleed around the location of the treated aneurysm." According to the customer: "the pt presented with severe headache. An angio was done and it revealed a wide neck aneurysm. A stent assisted coiling procedure was done. The procedure went off well. All coils were deployed smoothly without any issues. Subsequently when the pt's condition worsened, an MRI was done and it revealed a bleed. The bleed was around the aneurysm treated. However, the physician feels that the aneurysm looked intact, and he suspects that the sah is due to bleed in some other vessel. The physician does not feel that the product or the procedure contributed to pt's death.

Manufacturer narrative:
Other - for no allegation of device malfunction or non conformance.